Event description:
A false positive advia centaur xp troponin ultra result was obtained for a patient sample. The result was questioned by the physician. The positive result did not match negative results of the previous serial draws for this patient. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
The cause for the discordant troponin ultra result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.